Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was running high from 400 mg/dl to 500 mg/dl. The customer also reported that they were having issue with infusion set not sticking. The insulin pump will not be returned for analysis.